Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt experienced a falloff test failure. The ECG electrodes had an intermittent connection failure between ECG a and front te part of cable. The root cause for the damaged connector could not be positively identified. There was no adverse event that resulted from the damaged belt.